Event description:
The subject pacemaker, implanted on (B)(6) 2012, was explanted as it was reportedly close to the recommended replacement time (rrt). The customer would like to know if a premature battery depletion occurred. The preliminary analysis revealed that a normal battery depletion occurred.

Event description:
The subject pacemaker, implanted on (B)(6)2012, was explanted as it was reportedly close to the recommended replacement time (rrt). The customer would like to know if a premature battery depletion occurred. The preliminary analysis revealed that a normal battery depletion occurred.